Event description:
It was reported the lead had all high impedances. Surgical intervention may be pending.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Additional information indicates the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient underwent revision surgery on (B)(6), 2022 to address the issue.